Event description:
The physician was using a manual rongeur instrument in the sterile field. The handle broke off while in use. All pieces were retrieved. An x-ray was taken and reported as negative by radiology. The physician was aware of the x-ray results. There was no harm to the patient.